Event description:
It was reported, that the patient's right atrial (ra) lead exhibited high capture threshold. It was also reported, that during an unspecified procedure, the lead had failed to be disconnected from the header. The lead was capped and replaced on (B)(6) 2024. The patient was discharged with no adverse consequences.